Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a 7.0ml bolus of tpa was given and the IV pump was set at 63.4mls. The pump finished infusing after 1 hour; however, the pump read that 63.4mls had infused yet 39mls were remaining in the tpa bottle. The patient did not receive all of the tpa that was ordered by the physician because the pump did not infuse the set amount of the drug. The patient did not sustain any adverse reactions as a result of this issue."

Manufacturer narrative:
(B)(4)